Event description:
It was reported that the device was presenting with check clutch plunger lever error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (b)(4(. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Check clutch/ plunger lever error was found in pump event history log. Reported problem was able to be duplicated during flow test. The position pot was not plugged into the main board. The root cause of the reported issue was found to be service repair issue. Actions were taken to mitigate the reported issue: connected position pot onto main board and made sure the connection is secure.